Event description:
"The line was placed successfuly, when guidewire (stylet) was removed, bunching was noted, guidewire had a funny kink in it". According to doctor's notes, he also noticed a leak under the "butterfly" section of the catheter.

Manufacturer narrative:
Hdc requested additional information information to better understand incident. No additional information is provided yet. No sample is received for evaluation to verify claim.